Event description:
I purchased in 2008, a small tube of extra strength icy hot at store over the lunch hour and applied to area between shoulder blades around 1:15 pm. Within 1 hour small bumps began to appear on my wrists and within another 90 minutes all areas of my body except face and feet had a rash which itched badly. I stopped at the store on my way home to inquire what to do to stop rash. I was advised to use pink benadryl tablets. I took 2 that evening with no results. By the next morning, the rash had spread to my forehead. At that point, I went to my dr to acquire 3 prescriptions, one of which was a steroid. Once I started the medications, within 36 hours, the rash was under control. There had been no change in my diet or any other source so that all signs pointed to the application of the icy hot to my back. Dose or amount: small amount from tube, frequency: one application. Date of use: one day in 2008, 1 application. Diagnosis: sore back muscle. Event abated after use stopped: no.